Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique via a 10f sheath prior to an ablation interventional procedure. Reportedly, the plunger was not completely pushed down during step 2 and when the plunger was removed a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that this was a venous closure of a right common femoral vein. Only the suture of one new proglide was pre-placed. The use of the 10f sheath was continued and the ablation procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly the plunger was not completely pushed down. It should be noted that the perclose proglide instructions for use (IFU) states: while maintaining device position, stabilize the device with your free hand (the one not used to deploy the device) to maintain the gentle retraction and to ensure the device does not twist or move forward during deployment. Use your other hand to deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal ends of the body. The reported difficulty and subsequent treatment appear to be related to combination user possible error, interaction of the device, with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.